Manufacturer narrative:
The pump was successfully exchanged and the pt remains ongoing on lvad support. The MFR is attempting to acquire the explanted device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a report through device tracking indicating that after 8 months of support on the lvad the pt received a pump exchange. The reason was reported as "malfunction due to driveline injury." Additional information provided to the MFR indicated that the driveline injury was due to the pt attempting to install an air conditioning unit in his house. The ac unit reportedly snagged the driveline and severed it.